Event description:
Account stated that come pt samples recovered higher for t4 when repeated. The incorrect results were not used to guide therapy. The field service rep. Repaired the instrument by replacing the measuring cell.